Manufacturer narrative:
Approximate age of device, 6 years & 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient showed a history of pump stops, however, the patient does not recall any alarms or know why history showed the pump stoppages. At the time event reported, there was no indication that the patient was symptomatic or was treated for the noted pump stoppages. The log file contained an abnormal pump stoppage and low flow alarms on (B)(6) 2019 at 12:22pm. At the time of the event the patient was on battery power. An x-ray of the patient's driveline was conducted and proved to be unremarkable. No further information provided.

Event description:
Additional information: the patient was kept on batteries for 3 weeks following the pump stoppage and no new alarms were reported or seen within the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop event and low flow alarms can be confirmed based on the submitted log files. The x-rays revealed the patient¿s internal and external portions of driveline which both appeared unremarkable. The log file contained approximately 39 days of data, spanning from 08jun2019 11:01 to 17jul2109 11:15, per the timestamp. A majority of the events captured were routine power changes. On 10jul2019 at 12:22, a pump stop event was captured. The event occurred while the system was operating on batteries. All of the events before and after the pump stop showed the system operating on external batteries or the power module. The pump resumed operating at the set speed following the event and the system appeared to function as intended at the set speed of 8400 rpms for the remainder of the log file. The cause of the pump stoppage could not be conclusively determined. Approximately 1 month later, a second log file was submitted to and reviewed by technical services. The log file contained approximately 41 days of data, spanning from 26jun2019 09:56 to 06aug2019 09:53, per the timestamp. The 2nd log file captured the previous observed pump stop on 10jul2019. Following the the pump stop event, the 2nd log file captured the device operating as expected. The device appeared to be operating as expected at the set speed of 9200 rpms for the remainder of the log file. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The hmii lvas patient handbook contains a section on handling emergencies, which includes pump stops. The patient handbook and IFU both contain sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.